Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Unit was tested for 24 hours during evaluation with no occurrence of system error 322 reported symptom. Evaluation of known contributors to system error 322 has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.